Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to hyperglycemia. Customer blood glucose level at the time of incident was 27.5 mmol/l and his current blood glucose level was 9.4mmol/l. Customer experienced another symptoms like vomited in the morning, pain in shoulders, arms and upper chest, pain in bones. Customer was treated with long time acting and rapid acting insulin delivered by himself and nurse at emergency services. Customer also agreed for troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of event. The insulin pump will not be returned for analysis.